Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with twiddler's syndrome which was confirmed via x-ray. Subsequently, the right ventricular (rv) and right atrial (ra) lead had "pulled back"/dislodged, exhibited high thresholds and an "inability to sense" which resulted in the patient experiencing an inappropriate therapy. A revision procedure was completed, and both leads were extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.